Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 1st diagonal branch. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, resistance was felt at the ostium/entrance part of the lesion. When the stent was removed and checked, it was noted that the stent distal edge part was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.